Event description:
The lead was explanted post mortem and returned to the manufacturer with paperwork indicating cause of death was unknown. The lead was subsequently analyzed and tested out of specification. A cause of death was requested but not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. (B)(4).